Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the exhalation flow sensor (evq) o-ring seated up side down creating a leak. The se reseated o-ring on the evq, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was unable to establish pressure and generated an error message that rendered it into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.